Manufacturer narrative:
A ge service representative performed an on site investigation. The faulty part was replaced. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed a can bus error code message during boot up. This error code will prevent the system from booting up.